Event description:
Repoter alleged at 7:30 pm blood glucose measured 189, 190, & 49 mg/dl when all tests were performed back to back within 10 minutes. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.